Manufacturer narrative:
Philips remote clinical support (rcs) spoke to the biomed who stated that when reviewing the bed label for the device involved, the irregular heart rate arrythmia yellow alarm was turned off. The rcs confirmed the surveillances irregular arrythmia alarm defaults to on. A review the clinical audit log, was unable to determine the root cause of this problem. The rcs advised the biomed that a technical consultant (tc) would need to come to the site to investigate. Additional information was requested from the tc regarding this case, but the tc stated that the customer did not want to disclose any additional information regarding device use or cause. The tc stated that the customer has resolved the issue internally and wishes to keep the issue internal. No additional information provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the monitor did not generate irregular hr alarms. The device was in use on a patient at the time of the event. There was no adverse event reported.